Event description:
Three external proficiency survey samples with discrepant ckmb results. Sample 1: initial result gave 1.34 ng/ml; repeat gave 1.86 ng/ml. Sample 2: initial result gave 2.11 ng/ml; repeat gave 2.61 ng/ml. Sample 3: initial result gave 2.13 ng/ml; repeat gave 2.81 ng/ml. Erroneous results were not reported. The field service representative was unable to determine root cause. Performance tests were performed and within specifications.